Event description:
Information received notes that the patient reportedly had a large right atrium and a smaller right ventricle, making lead placement difficult. Post implant, after attempts to optimize the system and eliminate far-field sensing, loss of atrial sensing occurred. Lead impedance had risen to >2500 ohms, therefore the lead was moved to a higher position in the atrium which eliminated the high impedance and far-field sensing. The patient later died due to copd.